Event description:
Procedure type: roux-en-y. According to the reporter: the 1st firing was done on duodenum. The 2nd was on jejunum. Esophagojejunostomy was done. Then, to close the jejunum blind end, this device was used. The y-part was manually sutured. A few hours after the operation, bleeding occurred in cavity. Re-operation, was done at midnight. Upon opening the cavity, it was found that bleeding occurred from the stapled line on the jejunum blind end. Sutured serous membrane muscle coat. The pt condition is stable. Bleeding over 500cc was reported.

Manufacturer narrative:
(B)(4).